Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2023-00381. A physician reported that a certas valve (828804) was implanted on unknown date with unknown setting after a cerebellar hemorrhage. The patient had shunt infection on unknown date. Currently, there is no infection, however a patient had ventricular enlargement. Although setting was changed to 1, but ventricular was still enlarged. Debris was seen in the peritoneal catheter which was removed by flushing. On (B)(6) 2023, the valve and the ventricular catheter (ID 823073) were removed and replaced due to suspicion of occlusion, and the peritoneal catheter remained implanted. A 30 minute delay was noted. According to the additional information received, the implantation date of the ventricular catheter (ID 823073) is unknown. It is unknown if there is a failure with the peritoneal catheter. It is also unknown if there is a plan to remove the peritoneal catheter.

Manufacturer narrative:
The bactiseal ventricular catheter (ID 823073) was returned for evaluation. Device history record (DHR) - review of the history device records for the product code 82-3073 with lot 7028049, conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated, no occlusions were noted. The valve was leak tested; no leaks were noted. Root cause analysis ¿ no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter, at the time of investigation no function issues were noted.